Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm. Model #: sc-1200, serial #: (B)(4), description: precision montage MRI ipg sterile kit. Model #: sc-4319, lot #:20397229, description:clik x MRI anchor. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients midline incision site was not healing and developed infection. It was also reported that the infection was unknown and no device malfunction was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Correction to initial MDR should have been: (B)(6) 2018.

Event description:
A report was received that the patients midline incision site was not healing and developed infection. It was also reported that the infection was unknown and no device malfunction was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician confirmed that nothing happened during procedure that contributed to infection. The patient was prescribed antibiotics.

Event description:
A report was received that the patients midline incision site was not healing and developed infection. It was also reported that the infection was unknown and no device malfunction was suspected. The patient underwent an explant procedure.